Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Reporter stated there is a vertical black line in the middle of the blood glucose monitor display. No physiological effects were reported. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The blood glucose monitor was evaluated. The investigation unit (iu) observed that the meter has a solid vertical line appearing in the middle of the display and a solid horizontal line appearing along the top of the display. Iu observed that the location of the lines on the display does not distort the digit during the simulation test, therefore misinterpretation is not possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid line appearing in the middle and top of the screen running from top to bottom and left to right. Upon powering the meter on, without holding power button, the solid line appears on all screens during performance testing. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.